Event description:
It was reported that discardit ii¿ syringe w/needle had blood leakage. This occurred on 10 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: hospital is using discardit 20ml 21 1.5 pc syringe in the dialysis unit but when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger and not only in one syringe but around 3 to 4 syringes. 2)second incidence happened today as due to the reflux the plunger comes out and their is a spillage of blood at the patient bed site.

Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 300330 lot 1806505 to investigate for this record. A leakage through the plunger rod was observed in this provided pictures of the samples. As a result, bd was able to verify the reported issue of leakage rather than a plunger rod broken/damaged. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that discardit ii¿ syringe w/needle had blood leakage. This occurred on 10 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: hospital is using discardit 20ml 21 1.5 pc syringe in the dialysis unit but when they have attached the syringe in the dialysis machine then reflux of blood is seen in the plunger and not only in one syringe but around 3 to 4 syringes. 2) second incidence happened today as due to the reflux the plunger comes out and their is a spillage of blood at the patient bed site.